Event description:
A medtronic representative reported that, while in a spine procedure, screw fixation l5-l4, the surgeon alleged an approximate 2mm-4mm inaccuracy. The surgeons navigated all 4 screws and 3d spin was acquired in order to verify the final position of the screws. In the images all the screws were out of place. The surgeons removed all the screws and replaced them. It was noted the surgeons do not believe the reference frame moved during the case. They checked the screwdriver with different screws and determined that they were not tightening to the screwdriver. The surgeon did not use any taps during the surgery. The procedure was completed with the use of the navigation system.

Manufacturer narrative:
Follow-up by medtronic representative reports the patient was in good condition when discharged from the hospital. After the surgery, they used a sawbone, imaged it and navigated. Accuracy was checked and the systems (o-arm and s7) were working good. They determined the issue was related to the screws not attaching completely to the driver. Software investigation not been completed at the time of this report.

Manufacturer narrative:
The navigation system was tested and found to be fully functional. The suspect driver was replaced and there have been no subsequent reported issues. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
Additional event description: a medtronic representative reported that the suspect driver used during the reported event did not below to medtronic navigation, inc. However, it was navigated. They attached a tera tracker to the screwdriver. This screwdriver was compatible with navigation.

Manufacturer narrative:
Additional event description provided.